Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 and the lead was explanted and replaced.

Manufacturer narrative:
The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000067293.

Event description:
It was reported the patient is unable to set the system into MRI mode due to high impedances. Surgical intervention will be undertaken at a later date to address the issue.